Manufacturer narrative:
Batch review performed on 31 march 2026. Lot 2405553: (B)(4) items manufactured and released on 02-apr-2024. Expiration date: 2029-mar-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Revision surgery due to knee instability about 1 year and 3 months after primary surgery. There was no reported trauma. The surgeon revised the insert from a 10mm insert to an 11mm insert. The surgery was completed successfully.